Manufacturer narrative:
(B)(4). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late, "concerns for alcl"

Event description:
Healthcare professional reported, left-side seroma, capsular contracture baker grade I and "concerned for alcl." The device has been explanted.